Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the lesion was a carotid cavernous fistula; the dimensions are unknown. The model/lot # of the echelon 10 catheter are 105-5091-150 (echelon-10 straight). There are no images of the device(s) available. The instant detacher lot number is unknown. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient. The (non-detached) coil was pulled back into the microcatheter and safely removed from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an axium coil would not detach. The patient was undergoing surgery for treatment of a neurovascular abnormality. The grade of the abnormality is unknown. It is unknown if the abnormality was located in the eloquent region. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the coil would not detach. Multiple attempts were made included the attempting to break the wire. This coil was safely removed and accidently discarded. It was reported non-detachment occurred. The physician attempted to detach the coil with the instant detacher three times. The physician attempted to detach one time with another instant detacher. There was one manual attempt at detachment via hypotube. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a echelon 10 microcatheter.